Event description:
It is reported that the general design of the flat-wedged, tapered titanium stems used in this series was associated with a 0.4% incidence of intraoperative femur fractures.

Manufacturer narrative:
Part and lot number are required to review device history records and neither were provided. Product was not returned so no product evaluation could be conducted. This device is used for treatment. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.